Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 21-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 20 mg/ml, fentanyl with concentration 10 mg/ml, and clonidine with concentration 800 mcg/ml via an implantable pump for non-malignant pain, failed back surgery syndrome, degenerative disc disease, and spinal pain. The dose rate of dilaudid was .120 (minimum rate), the dose rate of fentanyl was ¿0.60¿, and the dose rate of clonidine was ¿.120¿. It was reported that the patient had decreased pain relief for a few years (specific day, month and year unknown). It was noted that the patient came in for a routine pump replacement on (B)(6) 201 and during the procedure no cerebrospinal fluid (csf) flow was discovered. They had attempted to aspirate the catheter but were not successful. The pump and complete catheter were replaced. The explanted catheter was discarded by the hcp. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but were unavailable. No further patient complications have been reported as a result of this event.